Manufacturer narrative:
(B)(4). Per the user facility, after replacing the abd the problem remained.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was flashing red, green and amber. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed light emitting diode (led) on air bubble detector (abd) module to continuously cycle red/green/amber when connected to advanced perfusion system 1 (aps1) power supply. Determined that the generic printed circuit board (pcb) was the cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.